Event description:
It was reported to philips that geometry movements were partly available due to a geoipc internal power supply issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-downloaded geoipc software and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).